Manufacturer narrative:
(B)(4). The device was returned at time of submission of initial MDR. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor leaked ¿fluid outside [the] bladder after being filled¿. This malfunction occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 13h048 was manufactured august 15, 2013 - august 16, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. The folfusor was received for evaluation. A visual inspection confirmed the leak condition. The leak was the result of a ruptured bladder. A microscopic inspection identified that there were markings on the exterior surface of the bladder near the rupture line. If additional relevant information is obtained, then a follow-up MDR will be submitted.